Event description:
This was a diagnostic case, a left heart catheterization via the right cfa. The patient was obese and no calcification, tortuosity, or scarring were noted. The initial access puncture was satisfactory. Following micropuncture sheath insertion, the axera device was successfully used to obtain access. A 5f sheath was inserted and a hematoma (baseball size) was noted. Angiogram revealed contrast extravasation from what appeared to be the pilot used to gain access into the femoral artery. The sheath was pulled and pressure held. The left cfa was accessed via standard access to continue the case, assess the right cfa, and provide for tamponade. A 6x20 balloon was used to tamponade the site concurrent to pressure. Final angiogram revealed complete closure of the extravasation site/pilot hole. The procedure was completed and the patient recovered without further sequelae. The patient was held overnight for a transcatheter aortic valve replacement the next day and was discharged following the procedure.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images received confirmed the description of event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides and appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.